Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
The reported event of the device warming up was confirmed. A worn bearing was discovered during evaluation of the device, which was identified as the probable cause of overheating.

Event description:
It was reported that the cordless driver was overheating during performance testing. The event occurred during a routine maintenance visit. No adverse consequence was associated with the device.

Event description:
It was reported that the cordless driver was overheating during performance testing. The event occurred during a routine maintenance visit. No adverse consequence was associated with the device.